Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had display malfunction, screen remains black. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3. A getinge field service engineer (fse) was not dispatched to evaluate the unit but instead provided support over the phone. The (fse) told the customer to restart the machine which resolved the issue. There was no follow up visit/action due to the customer not requiring. The unit was functioning as expected as per the customer.